Manufacturer narrative:
Based on the results of the investigation, a definitive cause of the damaged connector between the solenoid valve and the motherboard was unable to be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the high flow insufflation unit exhibited the connector between the solenoid valve and the motherboard is damaged. There was no patient involvement.